Event description:
The pt was implanted with a left ventricular assist device (lvad). The cardiologist reported that a sudden increase in watts, flows, and pulsatility index (pi) was observed four days post-implant of the lvad while the pt was straining to have a bowel movement. An echocardiogram (echo) performed by the hosp showed the aortic valve opening with every beat. Pt was reportedly showing no signs of heart failure (hf) or hemolysis. A low dose of coumadin was started. Additional info provided by the vad coordinator indicated that the pt remains on step-down unit, apparently de-conditioned due to long pre-operative hosp course. The vad coordinator also stated that the pt had incurred two prior pre-operative cvas. As reported in the initial event, the pt had a few episodes of power elevations associated in brief inability to unload the left ventricle (lv). Pt currently remains on oxycodone for ongoing sternal pain along with receiving multiple units of blood products. Due to previous concerns with thrombus, pt also remains on coumadin, asa, and persantine. Pt had been on a heparin drip, now discontinued. Renal and hepatic function reported as normal, mean bps reported as remaining consistently in the low 80s.

Manufacturer narrative:
The pt remains ongoing on lvad support and the hosp's plan is to send the pt to rehabilitation for further care when stabilized. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the device and the reported flow issue could not be determined. The device's approved labeling provides information regarding the factors that affect pump flow and how to assess flow. The patient remains on lvad support. Multiple requests for additional information were sent to the facility. No additional information was provided. No further related events have been reported to the manufacturer. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.